Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) observed no issues. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to faulty mainboard. As a result, the mainboard was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair

Event description:
The customer was reported that the device had system fault 41786. There was no patient involvement/no harm reported. Evaluation of the returned device confirmed the reported issue was due to faulty main board.